Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. E1: initial reporter address 1 - (B)(6). E1: initial reporter phone (B)(6).

Event description:
It was reported that a device issue occurred, resulting in an aborted procedure. A polaris mmg system was selected for use. During the procedure, it was observed that the motor hook and catheter could not be securely engaged, which prevented device retraction. The procedure was cancelled due to this event. The patient outcome was reported as unknown.